Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(6) service department. The malfunction was duplicated and attributed to the led color cable. The led color cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.